Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 400 mg/dl. Customer experienced issues with their sensor. Customer had a large differential between their sugar glucose versus blood glucose.